Manufacturer narrative:
Event site postal code: (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the console generated an "iab catheter restriction" alarm once therapy was initiated. The customer checked and found no restriction with the iab or the tubing. The "start" key was pressed a couple of times to try inflating the iab, but the same alarm was generated. The iab was removed and a new iab was inserted percutaneously via the femoral artery. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).